Event description:
A malfunction occurred on a customer's pump. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue recurred.